Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported receiving multiple no delivery alarms from the insulin pump after doing a set change. The customer stated that the insulin pump would resume delivery each time after the alarm occurred, and for that reason they did not call earlier. The customer was unable to complete troubleshooting with the helpline at the time of the phone call. The customer wanted to return the related infusion set and reservoir for analysis. The customer's reported blood glucose value related to the event was 299 mg/dl. No further information was provided.

Manufacturer narrative:
Reliability analysis evaluated 1 opened/used reservoir. Inspected the reservoir, snap-cap and septum for anomalies and none were found. The occlusion test was performed as follows: reservoirs filled with diluent, and connected to a new infusion set. Installed reservoir and connector into the insulin pump, perform manual prime and confirmed visual fluid flowed through infusion set and out catheter tip. Conclusion: the reservoir was not occluded.